Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. The taxus liberte 16 x 3.50mm stent delivery system was introduced over an unspecified guide wire. Resistance was encountered at the introduction connector. The stent was removed and the distal part of the stent was damaged. The procedure was completed with another taxus stent. No patient injuries or complications were reported. The patient's current status is reported as "ok."

Manufacturer narrative:
Visual examination of the stent revealed damage to the distal end. The distal stent struts were bunched back proximally. The complaint report states that the physician experienced difficulty while attempting to load the device onto the guidewire. It is advised in the directions for use to carefully remove the delivery system from its protective tubing. Failure to do so or applying excessive force may result in damage to the device. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of this complaint could not be determined.